Event description:
During the case the tip of the of the cannula cracked while trying to be used. A piece fell into the cavity an x-ray was taken. The piece was located and retrieved. No add'l bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
(B)(4).